Manufacturer narrative:
See attached report for additional information.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the hospital had an electrical problem and a blackout occurred on the floor. The ventilator was in clinical use on a patient at the time of the event. The user stated that the ventilator stopped delivering breaths and the display screen appeared to be frozen not displaying any active ventilatory parameters, graphs or alarms. The patient desaturated to 50%, was given manual breaths and saturations increased to 96%. Within 3 minutes, the ventilator started cycling and was then reconnected to the patient. The patient remained stable, and there was no patient or user harm reported.